Event description:
The report is from the study. The patient is a male with a history of hypertension, hyperlipidemia, myocardial infarction, and a family history of coronary artery disease. The indication for the index procedure was a previous non q-wave mi (>7 days before index procedure). The target lesion was the mid to distal left anterior descending artery. Vessel diameter was 2.75mm and the lesion length was 65mm. Pre-procedure stenosis was 68%. The lesion was de novo and eccentric. The lesion was pre-dilated with a 2 x 15mm balloon at 12 atm. Three stents were implanted, overlapping in the lesion. A device was deployed in the lesion at 16atm. A second deviced was deployed in the lesion at 16atm. A third device was deployed in the lesion at 16atm and post-dilated, because the stent was not fully expanded. Post-dilation was conducted with a 3 x 15mm balloon. Post-procedure stenosis was 8%. A small distal diagonal was occluded within the stented area during the procedure and not treated. The pt was discharged the following day.

Manufacturer narrative:
This product, is distributed outside the untied states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2008-1906 and 9616099-2008-1908. Additional information will be submitted within 30 days of receipt.